Manufacturer narrative:
Age at time of event: 60's. Device evaluated by MFR: direct product analysis was not possible as the device is not being returned from the user facility. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the coil migrated. The target lesion was located in the gastric vessel. A 3mm x 6cm interlock 2d was selected for an embolization procedure. During the procedure, the device was being recaptured back into the delivery sheath. It then turned out that it was not recaptured. Instead, it must have deployed into the hub of the micro catheter. It was then injected through the microcatheter and it went into the hepatic vessel. The device was implanted in this new location. No patient complications were reported and the patient's condition is fine.